Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283 with lot number 01812 were returned and analyzed. The files showed oscillation within the pressure and flow performances. The files also showed the system notice 50030 "excessive flow" on application two with the returned catheter which was used for five injections. The files also showed at least 12 applications were performed with the catheter without any issue on the reported date of the event. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for five injections. The catheter failed the performance test due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ further dissection and pressure test on the proximal end of the guide wire lumen revealed that the guide wire lumen was kinked and breached after the balloon segment. No other issue were detected through the pressure test. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.